Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral inguinal hernia repair procedure in 2007 and mesh was implanted. The patient experienced pain, itching and limited mobility and therefore underwent two additional surgical procedures on the left side. In the second surgery, a limited probe was made and protacs were removed that had been placed in nerves. It was believed that another surgery might be needed to dissect the nerve and probe further. In the third surgery, the mesh had migrated to the upper left quadrant of the abdomen and more protacs were found in nerves and removed. An attempt was made to remove the mesh and damage to the area was becoming a problem, so that was abandoned and another mesh was placed. Meanwhile a nerve was dissected. Following the third procedure, the patient experienced protrusions, severe pain, mobility issues and swelling. Additional information will be requested.